Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the display would intermittently remain blank. The complainant indicated that there was no pt involvement in the reported malfunction.